Manufacturer narrative:
Follow-up submitted to report device evaluation.

Event description:
Per complaint (B)(4), a patient's dental implant was discovered to be too small and lacked primary stability during initial placement. The implant was not placed. Dental implant placement was scheduled for a future date. No additional adverse patient consequences were reported.